Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a moisture behind the display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 7/16/15. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: pump was returned with moisture in pump. Performed leak test- failed due to a crack between lens and pump seal. Opened pump- further moisture observed on force sensor, oled, and pcb. Unrelated to the complaint, the display is dim and the letters have a red hue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).